Event description:
It was reported that the right ventricular lead had high thresholds. The lead remains in use. The device was returned to the manufacturer after being explanted due to elective replacement indicator (eri) being triggered. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The elective replacement indicator (eri) is the result of high internal battery resistance.